Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was having the same issues as yesterday and was having to change the infusion set constantly. Customer did troubleshooting yesterday and had to change the sets 4 times again. Customer was advised that the insulin pump will be exchanged. Customer wanted to get some quick sets right away as she was using these and seemed to have no issue with them. Customer stated that she kept receiving no delivery alarms. Customer stated that she removed the reservoir and she cannot push the insulin through. Customer has tried 4 vials of insulin and all different reservoirs and infusion sets, but they are all the same. Customer will be shipped replacements.